Manufacturer narrative:
The product has been returned for analysis; however, evaluation has not been completed yet. Upon the completion of investigation, a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, this swan-ganz catheter could not be inserted through an arrow 8.5f introducer since there was resistance. The swan ganz was withdrawn and a ridge on both sides of the thermal filament was observed. Then, the introducer was replaced for a 9f one using new stick. Also, a new swan ganz catheter was used. After these replacements, the catheter positioning could be completed. There was no allegation of patient injury. Patient demographics unable to be obtained.

Manufacturer narrative:
The device was received for evaluation. The report of "could not be inserted" was unable to be confirmed. No resistance was felt when attempting to remove and insert the non-edwards introducer while passing both distal and proximal thermal filament cover bonds. Catheter outer diameter of the proximal and distal thermal filament cover bond fitted into the biggest measurement of go-no-go fixture, which was within specification. No resistance was felt either when attempting to remove and insert the 8.5f edwards introducer while passing both distal and proximal thermal filament cover bonds. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 min without leakage. No visible damage was observed on balloon and catheter body. The returned unit was aligned to the customer photos. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. No further investigation was performed since no defect was confirmed during the device evaluation. Additionally, it was verified that there are manufacturing controls to avoid potential causes related to the reported malfunction.